Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient did not appear on all devices. The patient was originally admitted under an old visit ID and later re-admitted under a new visit ID. The new visit ids were subsequently discharged, while the original visit ID stopped appearing on devices despite still showing an admitted status on the server. Customer stated that patient was confirmed as admitted and correctly assigned within the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, patient did not appear on all devices. The patient was originally admitted under an old visit ID and later re-admitted under a new visit ID. The new visit ids were subsequently discharged, while the original visit ID stopped appearing on devices despite still showing an admitted status on the server. Customer stated that patient was confirmed as admitted and correctly assigned within the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. . Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing on all devices. A technical support specialist provided feedback to the customer regarding the missing patient in the pyxis system, which occurred due to inactivity settings. The system functioned as intended after the technical support specialist inspected the issue.